Manufacturer narrative:
The suspect hv tank was returned to the manufacturer for evaluation. Testing found that there was an open between multiple components in the relay coil.

Event description:
A site representative reported that their imaging system had no power on the image acquisition system (ias). No further details regarding this behavior, or when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect hv tank was returned to the manufacturer for evaluation. Testing found that there was an open between multiple components in the relay coil.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that the capacitors were found to be burnt, the enclosure chassis corner was found to be bent, and the top enclosure cover was missing a screw. Analysis found that the reported event was related to an electrical issue. The enclosure charger was returned to the manufacturer for analysis. The enclosure charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.